Manufacturer narrative:
(B)(4).attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic hepatectomy, the tissue pad peeled off but the piece did not fall into the patient. Another competitive device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event and is being considered not reportable. Additional information: did the tissue pad melt? (See pictures attached which show the pad being loose, but not fallen off the clamp arm; and another photo of the ¿groove¿) no information. Or did any part of the tissue pad detach from the clamp arm and fall off? (Not melted away, but a piece broke off?) The tissue pad became partially detached from the clamp arm but did not fall off. Does the surgeon activate the device with the jaws closed, with no tissue between the jaws? No information.